Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer tried to rewind and prime but it does not stop priming. Customer received a low reservoir alert. Customer had the alarm after her reservoir was low. Customer stated that the insulin was squirting out during manual prime. It was explained that during seating, the force sensor did not detect the reservoir. Customer stated that the drive support cap was protruded. Customer stated that the pump was taking longer to prime for the last 2-3 changes. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to loose ad protruded drive support disk. Insulin pump was unable to perform prime and fill anomaly due to prime alarm. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.